Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to fluid and pain. Update 19 feb 2018: medical records received. After review of medical records for the MDR reportability, patient was revised to address pain. Revision notes reported of fluid collection approximately the volume of a couple of golf balls, slight corrosion at the trunnion, the acetabular capsule appeared to be reasonably well positioned, however, it was then eventually removed. Clinic visits reported of swollen hip, sting, itchiness, muscle cramps, weakness, increased squeaking and increased metal ions. X-ray reported of some minor lucency at the acetabular dome, minor heteretopic ossification at the tip of the trochanter and periprosthetic fluid collection. Laboratory result for cobalt ions was above 7ppb. Update 28 feb 2018: claim letter and implant sticker sheets received. Claim letter alleges defective implants, elevated cobalt and chromium ion levels, a squeaking sensation felt throughout plaintiff's body, extreme pain when walking, discomfort, difficulty to step up and over any objects, altered gait and low back pain. It was also indicated that the patient began losing her balance and would fall down approximately once a week due to the increased chromium and cobalt levels in her blood and that this caused her to use a cane starting in 2014 for fear of falling as well as the development of myopathy in 2015.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records and implant sticker sheet received. After review of medical records, the patient was revised due to pain and elevated metal ions. Operative notes reported that patient was debrided of some necrotic tissue and our stem appeared to be appropriately anteverted. It appeared to be well fixed to the bone. There were some slight corrosion at the trunnion.